Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 500 mg/dl with large ketones. To address the bg level, the customer delivered a correction bolus. Follow up with the customer approximately 30 minutes later, the customer confirmed that bg level trended downwards to 453 mg/dl, but rose to 463 mg/dl. Additionally, ketones were being treated by consuming fluids. During an additional follow-up, the customer confirmed bg levels decreased to 323 mg/dl, and the customer believed that the issue was resolved as bgs were continuing to trend down towards target range.